Event description:
It was reported telemetry was not established. No telemetry to the deep brain stimulator (dbs) was observed during an attempt to monitor implantable cardioverter-defibrillator (ICD) at the same time. Problem resolved after the ICD telemetry head was removed. Patient symptoms were not reported. It was later reported the high voltage therapy was disabled in the ICD and disconnected from telemetry by removing the programming head. The dbs was then programmed to maximum voltage and telemetry was reestablished with the ICD with no evidence of oversensing. The process was repeated with the dbs programmed to maximum pulse width with no evidence of oversensing on the ICD. The ICD was reprogrammed to its initial state.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va035yf, implanted: (B)(6) 2012. Product type: lead, product ID 3387s-40, lot# va035yf, implanted: (B)(6) 2012. Product type: lead, product ID 37642, serial# (B)(4). Product type: programmer. Patient product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension, product ID 3708660 serial# (B)(4) implanted: (B)(6) 2012. Product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.